Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there were two episodes when the patient felt flushed and fainted during a controller alarm. In addition, the controller exhibited power switching with multiple battery disconnection alarms, although the battery connections were noted to be intact. The battery disconnect alarms have occurred multiple times both day and night, are non-sustained, and have self-corrected. The controller was exchanged. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The controller passed visual inspection and functional testing. The reported event was confirmed at the bench level. Investigation is ongoing. Concomitant medical products: e102 ICD, 694765 lead, implanted (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrections: h6 product event summary: the controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis revealed that the device passed functional testing and visual examination. Analysis of the log files revealed that two controller power up events were logged within the analyzed period, indicating losses of power to the controller. One controller power up event was logged on 02mar2018 at 15:56:35. The data point prior to the controller power up, logged at 15:42:29, revealed that bat553478 was connected to power port 1 and bat553535 was connected to power port 2 with 24% relative state of charge (rsoc); bat553478 had experienced a momentary disconnection within the preceding 15 minutes. The data point after the controller power up event, logged at 15:57:10, revealed that bat553478 was connected to power port 1 and bat553031 was connected to power port 2. The controller was without power for 15 seconds. The second controller power up event was logged on 03mar2018 at 22:02:46. The data point prior to the controller power up, logged at 22:00:54, revealed that bat553478 was connected to power port 1 with 77% rsoc and bat553036 was connected to power port 2 with 39% rsoc. The data point after the controller power up event, logged at 22:03:21, revealed that bat553478 was connected to power port 1 and bat553031 was connected to power port 2. The controller was without power for 13 seconds. Controller losses of power will result in a continuous alarm; as a result, the reported "red sustained alarm" event was confirmed. Additionally, analysis of data logs revealed several premature power switching events due to momentary disconnections between the controller and multiple batteries. Momentary disconnections will result in an audible tone. As a result, the reported power switching and "battery disconnect alarms" events were confirmed. The most likely root cause of the reported power switching and "battery disconnect alarms" events can be attributed to momentary disconnections between the controller and batteries. A possible root cause of the losses of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. An internal investigation is open to evaluate momentary disconnections. Another internal investigation was initiated to capture events involving the controller losing power. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.